Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance on the right atrial (ra) lead. The lead was capped and replaced. It was also noted there was high threshold on the left ventricular (lv) lead. The lead was capped and not replaced. No patient complications have been reported as a result of this event.